Event description:
It was reported that the device experienced a lock-up failure during the daily user test. The device also logged multiple event codes. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4): physio-control evaluated the device and verified the reported failure. Physio replaced the user interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.

Manufacturer narrative:
Physio-control further evaluated the removed user interface pcb assembly at the failure analysis center and determined the cause of the failure to be due to a heat sensitive integrated circuit chip, designator u2.